Event description:
Pt presented to clinic on (B)(6) 2018 and upon vad, interrogation was shown to have a slight increase in power trends. Ldh at this time was 1645. She was admitted for pump thrombosis and vad exchange that occurred on (B)(6) 2018. Over the recovery period, she began to develop an altered mental status, so neurology was consulted. Brain imaging showed a large iph and she was taken emergently to the operating room for a craniotomy. Neurological function continued to decline and life sustaining measures were removed on (B)(6) 2018, and she was pronounced deceased at 1427.